Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported that, during a diagnostic bronchoscopy with endobronchial ultrasound, the bronchovideoscope device stopped imaging entirely and delivered an error code. The procedure was successfully completed with an olympus back-up device. There were no reports of patient harm.

Event description:
No additional customer information.

Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer¿s final investigation. Additional data:d8, h2, h3, h6 a review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the reportable malfunction was not confirmed. However, the evaluation did find a separate reportable malfunction: the c-cover was chipped. Based on the results of the investigation, a cause was not established for the alleged malfunctions as they were not reproduced. The observed chipped c-cover was attributed to stress related problems tied to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.